Event description:
Ethicon endopath ets flex 45 articulating endoscopic linear cutter ats45. After a few normal working fires, once loading the staple load, staples were coming out the bottom and then not allowing the staple load to load correctly. FDA safety report ID# (B)(4).